Event description:
The stationary oxygen concentrator is manufactured by philips-respironics, everflo model, serial number (B)(6). This device is not manufactured by inogen inc? On (B)(6) 2014, (B)(6) called the patient hotline (877#) to report a product malfunction. She connected with (B)(6), who was rude and dismissive of the complaint. On (B)(6) 2014, replacement product was sent. On (B)(6) 2014, (B)(6) called the patient hotline (877#) and was told, there was no record of the furnishing of replacement product. Though (B)(6) had received equipment with packing slip. On (B)(6) 2014, (B)(6) passed away. His physician stated, that his death may have been due to lack of oxygen. (B)(6) 2014, (B)(6) was in frequent and regular contact with lnogen. Upon requesting to be transferred to supervisor(s), her calls were repeatedly disconnected and unreturned. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).